Event description:
A customer observed that the probe on the ortho provue analyzer leaked fluid. A dripping probe could lead to diluted or contaminated reagents and erroneous test results could occur. There ws no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event by the field engineer found a bent probe. The fe replaced the probe and performed appropriate adjustments. Though service repairs have returned the analyzer to expected operation, the root cause of the event was not determined.